Event description:
During a ptca procedure, the balloon would not deflate. An automated machine was used to deflate the balloon after approx 10 to 15 minutes. No pt injuries or complications occurred.